Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The spider 2 IFU warns, ¿prior to each use equipment and components are to be inspected for damage¿ and ¿joints of the spider2 cannot be locked or unlocked without a battery in place. If changing batteries during a surgical procedure, do not change the state of the power switch. Doing so during surgery may cause the spider2 to release pressure causing unwanted movement.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Lot number changed to serial. The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No problem was found. A battery was not included. A functional evaluation was performed. The device failed the weight test. The piston migration was at 1.89 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The spider 2 instructions for use warns, ¿prior to each use equipment and components are to be inspected for damage¿ and ¿joints of the spider2 cannot be locked or unlocked without a battery in place. If changing batteries during a surgical procedure, do not change the state of the power switch. Doing so during surgery may cause the spider2 to release pressure causing unwanted movement.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode. Internal complaint reference: case (B)(4).

Event description:
It was reported that the spider 2 was not working before the procedure regardless of using multiple batteries, no patient involved or injured, surgical technique changed to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.